Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a closure trocar was used for incisional wound closure of the 12 mm trocar during abdominal incisional hernia, there was air or gas leakage from the seal, 4 days after being discharged from the hospital, the patient went through an emergency treatment due to abdominal pain. The fascia was found not properly picked up by the thread of the closure trocar, which had been placed with the hernia from the 12mm port wound. A 5 cm incision was made as an emergency procedure, and the fascia was closed under direct vision.